Manufacturer narrative:
Initially it was reported, ¿on the carto 3 system, it was also observed the way of ce (unclear) penetrated the geometry.¿ additional information clarified the reported ¿ce¿ abbreviation. ¿ce¿ is clinical engineer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30509657m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the procedure, the patient became hypotensive and pericardial effusion was confirmed by echocardiography. Pericardiocentesis was done to drain the blood from the pericardial space (blood color is unknown). The patient was then emergently moved to the operating room for surgery. Details of the surgery are unknown. There¿s no report of prolonged hospitalization. Patient¿s outcome is unknown. Physician commented the pentaray nav high-density mapping eco catheter that was also used during the case, might have perforated the roof of the left superior pulmonary vein (lspv). On the carto 3 system, it was also observed the way of ce (unclear) penetrated the geometry. Physician does not believe the issue was related to a product defect. The physician¿s opinion on the cause of the adverse event is that it was procedure related. The soundstar eco ge 8f catheter was never used into the patient¿s left atrium. No bwi product malfunctions were reported. With the information available, this event is being conservatively assessed as MDR reportable under both, the thermocool® smart touch® sf bi-directional navigation catheter and pentaray nav high-density mapping eco catheter given the physician¿s opinion that the pentaray nav high-density mapping eco catheter might have perforated the lspv. However, since the issue was confirmed post-procedure after ablation had been already applied with the thermocool® smart touch® sf bi-directional navigation catheter, the ablation catheter cannot be excluded.